Event description:
We have exergen thermometers on 3, 7, 9 floors which are integrated with the philips vs4 monitor. There have been several of these items where the display cover has fallen off, exposing the circuit board inside.